Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis on the left breast. Post-operatively, the patient suffered left breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2025. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 15, 2025, mentor received additional information that indicated that the patient's explantation surgery was moved up to (B)(6) 2025. The patient's implants were replaced with two mentor saline implants.

Manufacturer narrative:
On june 17, 2025, the mentor failure analysis lab received the device for evaluation. On june 24, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears were noted (a and b), tear a on the posterior view measuring approximately 0.1 cm, and tear b on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tear a, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, also microscopic examination was performed on tear b and the cause of the tear could not be identified. As the authorization form for examination was not received, the shell thickness could not be measured at tear b. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, microscopic examination of tear a indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reach on the cause of the tear b, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On august 19, 2025, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears were noted (a and b), tear a on the posterior view measuring approximately 0.1 cm, and tear b on the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tear a, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, also microscopic examination was performed on tear b and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear b, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, microscopic examination of tear a indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reach on the cause of the tear b, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.